Event description:
The tech alleged that the brakes did not hold. No alleged injuries reported.

Manufacturer narrative:
The tech found the stiffener plate was bent causing the cable not to tighten with the bearing. The tech replaced the stiffner plate and the bearings and all brake casters to resolve the issue.